Event description:
I am writing to report that a product named dentapure, which is a registered trademark of mrlb international, inc, is being marketed and sold inappropriately. Mrlb international misbrands, illegally advertises, and promotes their products by clearly implying to all reasonable consumers that their products have been approved and endorsed by the FDA.